Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a meniscal tear repair, when pulling back the ff360 curved needle the t2 implant was not stuck behind the meniscus causing it to come loose. This because the t2 implant did not deploy well. In consequence, both implants were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one fast-fix 360 curved needles, used in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. The information provided states: ¿during a meniscal tear repair, when pulling back the fast-fix 360 curved needle the t2 implant was not stuck behind the meniscus causing it to come loose¿. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper use of device. The instructions for use under warnings states: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.